Event description:
It was reported that the tip fell off of 2 separate probes. Additional information was received and noted that the tips were retrieved from the patient.

Event description:
It was reported that the tip fell off of 2 separate probes. Additional information was received and noted that the tips were retrieved from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Please disregard this medwatch report 0002936485-2013-00462. This event has already been reported in medwatch report 0002936485-2013-00461.